Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Lead impedance had been gradually increasing. On a (B)(6) 2018 remote check, value came in out of range. Patient was brought into the office and found impedance at 1708 ohms. Lead was capped and replaced on (B)(6) 2018. No adverse patient events were reported. Should additional information become available, this file will be updated.